Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation therefore, a failure analysis is not available and we are not able to determine the root cause of this event. Because the batch number for this complaint is unknown, the shop floor paperwork could not be examined. Should further relevant information become available, a supplemental medwatch report will be filed.

Event description:
Tap. It was reported that 146 days after implantation of a 2.5x24mm taxus express2 drug eluting stent, an in-stent restenosis occurred. During the initial procedure the target lesion was located in the proximal intermediate ramus artery. A pre intervention stenosis of 75% was reported. A 2.5x24mm taxus stent was deployed in the lesion. A post - intervention residual stenosis of 0% was reported. The vessel was reported not be calcified or tortuous. The patient received heparin during the procedure, it was reported that there were "no complications". The patient presented 146 days after the initial procedure with 90% in-stent restenosis in the proximal intermediate ramus artery. Percutaneous transluminal angioplasty ( ptca) was performed using a 2.5x20mm maverick2 monorail balloon. Subsequently, a 2.75x28mm taxus monorail drug eluting stent was deployed within the previously placed stent. A post-intervention residual stenosis of 0% was reported. The patient received heparin during the procedure. It was reported that there were "no complications."